Manufacturer narrative:
The investigation of purge leak ¿ pump has been completed. The impella device was not returned for evaluation. Purge leak - pump: no product was returned for analysis. Clinical mentioned leakage from the purge pressure reservoir after which they performed purge filter bypass. The root cause of the purge leak - pump was most likely due to a damaged sidearm as evidenced by clinical details but leak location was not confirmed as no product was returned. Instructions for use: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir.". ¿clean the connector cable with 70% isopropyl alcohol.¿ h.10. Instructions for use was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30694.

Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and approximately two days after start of the support, a purge leak with low purge pressure occurred. A purge filter bypass was completed and resolved the issue. Purge pressure and purge flow were within normal range thereafter. The patient continued on impella mcs with no harm and was reported to be in stable condition following the event.